Manufacturer narrative:
Device evaluated by MFR: a visual and tactile examination of the entire shaft found no kinks or damage along its length. An examination of the balloon found no damage. The balloon did not appear to have been subjected to any positive pressures and was tightly folded around the shaft. A visual examination of the crimped stent found that the proximal end of the stent damaged. The stent struts at the proximal end were raised an misaligned. The damage to the stent is consistent with the proximal edge of the stent getting caught on an object. The packaging hoop was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent premature deployment and stent damage occurred. During unpacking of an 8.0x60x75cm express¿ ld vascular stent, the physician noticed that the stent was kind of open at the proximal end and was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent premature deployment and stent damage occurred. During unpacking of an 8.0x60x75cm express¿ ld vascular stent, the physician noticed that the stent was kind of open at the proximal end and was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).